Event description:
As per follow-up with the fcs, the patient was symptomatic experiencing shortness of breath due to stenosis. The degree of severity of the stenosis was mild and patient had an ava of 1.2. The perceived root cause of the stenosis is due to the patients medical history of renal failure/ckd.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of additional information. Sections b4, b5, b7, g3, g6, h2, and h11 has been updated. Corrected h6 clinical code.

Manufacturer narrative:
A supplemental report is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11 has been updated. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed based due to no medical records being provided. Available information suggests patient factors (atherosclerosis) likely contributed to the event as patient has a medical history of renal failure/ckd. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 4 years, 5 months post tavr with a 26mm sapien 3 ultra valve in aortic position., the patient underwent a valve in valve with a 26mm sapien 3 ultra resilia valve due to stenosis.

Manufacturer narrative:
Investigation is ongoing.